Event description:
Medwatch form received from user facility states: "pt underwent a c-section with spinal anesthesia. During administration of the spinal anesthesia, the spinal needle was noted to break off. The 27 gauge needle was surgically removed without further problems."